Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. The event date was (B)(6) 2015. The catheter was inadvertently cut during an unrelated spinal fusion surgery. The catheter was ¿nicked¿ while putting in a cage for the patient and the catheter was pulled out of the intrathecal space. There were two catheters in the patient and it was unknown which catheter was hooked up to the pump. A bolus to the pump was done to see which catheter had flow. The spinal segment of that catheter was replaced. No symptoms were reported.